Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female patient (B)(6) who received super poligrip original denture adhesion cream (B)(4) over a period of 20 years for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip (dental). On (B)(6) 2007, at an unknown time after starting super poligrip, the patient was "diagnosed with neuropathy attributed to excess zinc and resulting copper depletion...." The attorney claimed "this copper depletion results in the development of, interalia, a constellation of neurological symptoms generally referred to as neuropathy and other complications. By the time these symptoms are noticed and eventually connected to excess zinc and copper deletion, the user already suffers permanent neurological and other physical injuries... And enduring disabilities." This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available.

Manufacturer narrative:
(B)(4).